Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022,senseonics was made aware of an adverse event where user was hospitalized due to hyperglycemia.user had an elevated blood sugar level of 700 and was given insulin regular to normalize the glucose level.